Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page; had my left knee replaced with mako robotic assisted surgery (B)(6) 2023. I don't have any pain, but I have a tight band feeling across my knee, especially after working all day. I'm a nurse so I am on my feet 10hrs a day. My doctor says everything is ok ,the x-rays look good. Also my lower leg is numb the doctor says this is from the nerve block and will get better, that I am early in the recovery and it could take up to a year. I did all my physical therapy and still do my home exercise and ride the bike. I just wondered if this is normal and if anyone else has had this problem.